Event description:
Boston scientific received information that this right ventricular (rv) lead had been exhibiting a gradual rise in shocking and pacing impedance measurements. Additionally, noise and a stored episode were noted on the shocking channel. Fluoroscopy revealed a lead fracture and a revision procedure was performed. The caller noted that the patient's condition of dextrocardia could have contributed to the clinical observations. The lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.